Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at 500 ug for cerebral palsy and severe quadriplegia. It was reported that there was a catheter occlusion that reduced efficacy that started around (B)(6) 2025. It was stated that around may this year, due to a decrease in effectiveness, a catheter examination was conducted, and catheter occlusion was suspected. It was reported that this time, a catheter replacement operation was performed and during this operation, cerebrospinal fluid could not be checked again from the catheter. Furthermore, when an attempt was made to remove the catheter, the catheter could not be removed, so the catheter was fixated with it in place, and a new catheter was installed this time. After connecting it to the catheter from the pump side, the pocket in the back wound closure operation was completed. This time, the setting was adjusted from 500 ug/day to 200 ug/day. The attending physician commented that the cause of the catheter occlusion this time was suspected to be blockage of the catheter tip hole by the patient, but since the catheter could not be removed, the cause remained unknown. The outcome of the adverse event was not recovered. Causal relationship to the drug was not relation. Causal relationship to the catheter, procedure and programmer was none. Causal relationship to the pump was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# hg6cmyk12, implanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2025-jul-22. It was indicated that even when attempting to pull out the catheter, it could not be removed. It was believed that the inability to remove the catheter had no causal relationship with the drug baclofen. The causal relationship of the event to the pump was unrelated. Additional information was received from a foreign healthcare provider via a distributor on 2025-jul-25. The event was resolved.